Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Medical device: serial number (B)(4), lot number 62812.

Event description:
Healthcare professional reported during the initial implant surgery of xen®45 gts, the gel stent curled in the sub-conj. Physician attempted to needle the xen to straighten it but it broke. Conj was cut down and both parts of the xen®45 gts and removed from the right eye. Surgery was completed with another xen®45 gts.